Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The surgeon reported "late-onset inflammation" additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.